Event description:
I recently purchased kirkland multip-purpose disinfecting solution and have since had 4 styes (2 in each eye). This is the first time I've used this solution started in (B)(6) and this is the only thing I can think of that is a different routine for my eye care (used optifree in the past). First set of styes I stopped wearing my contacts for a couple weeks and they healed on their own. This time it's so bad I need antibiotics to cure. Wondering if it's possible that the contact solution is contaminated? Reason for use: keep reusable eye contacts moist and clean.